Manufacturer narrative:
The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
The caller reported that the 8perc cuff would not inflate properly due to an air leak. Caller did not know if there was patient involvement, and did not have additional information about the claimed failure. At this time, required medical intervention (recannulation of a replacement tube) is not confirmed. No additional information provided.